Event description:
Needs calibration. Replaced diaphragm. Repair order (B)(4). Leep system 1000 workstn kh1000 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported condition.

Manufacturer narrative:
Investigation; x-review DHR; x-inspect returned samples; *analysis and findings; complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 09/26/2013 under wo #153833 and shipped on 09/27/2013. Manufacturing record review: DHR 153833 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 97948 this unit was at csi on 02/24/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the unit was operating per specifications with no defects noted. A root cause is not applicable. Pertaining to the diaphragm that was replaced: the diaphragm was changed out due to a previous finding where the material degraded to the point where it no longer functioned as intended and prevents activation of a unit. This unit's diaphragm was in working order. However, the corrective action for this issue requires returned units be updated to the new material and applicable on this unit. *correction and/or corrective action: no corrective actions in regards to the complaint description. Coopersurgical will continue to monitor this complaint condition for trends. Pertaining to the diaphragm that was replaced: coopersurgical service and repair replaced the diaphragm on the unit, tested and returned it to the customer. Engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material.

Event description:
Needs calibration. Replaced diaphragm. Repair order (B)(4). 1216677-2022-00070 leep system 1000 workstn kh1000 e-complaint-(B)(4).